Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of baqsimi® (glucagon) nasal powder 3 mg by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of baqsimi® (glucagon) nasal powder 3 mg by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software and extraction was successful. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Battery was observed to be loose after de-casing. An extended investigation has also been performed on the returned sensor and observed loose battery. Observed that the molex connector and antenna had been damage due to de-casing and was unable to re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly) unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Section d4 serial number updated to (B)(6). Section h4 device mfg date update to 04/26/2023. Section d4 unique identifier number: has been updated to (B)(4) to match updated serial number.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of baqsimi® (glucagon) nasal powder 3 mg by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additional investigation was performed on the returned sensor (B)(6). Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software and extraction was successful. Sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Battery was observed to be loose after de-casing. An extended investigation has also been performed on the returned sensor and observed loose battery. Observed that the molex connector and antenna had been damage due to de-casing and was unable to re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly) unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.